Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. H6. Eval code method (fdm/annex b). The physician/author confirmed that none of the contour 3d rings were explanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: guler s et al. Impact of additional annuloplasty on tricuspid valve and cardiac functions after atrial septal defect closure in adults. J card surg. 2020 nov;35(11):2895-2901. Doi: 10.1111/jocs.14905. Epub 2020 aug 2. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the outcomes of surgical atrial septal defect (asd) closure with or without additional tricuspid valve annuloplasty (tvp). All data was retrospectively collected from a single center between november 2009 and june 2016. The overall study population included 103 patients. Of those, 76 patients underwent asd closure alone (group 1) and 27 patients had additional tvp (group 2). All patients in group 2 were implanted with medtronic contour 3d annuloplasty rings (predominantly female, mean age 39.5 years). No serial numbers were provided. Among all patients in group 2, adverse events included: post-operative surgical exploration, pleural effusion, new onset atrial fibrillation (all cases returned to sinus rhythm using amiodarone), and persistent moderate to severe tricuspid regurgitation. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.